Manufacturer narrative:
Testing of actual/suspected device: during a preventative maintenance (pm) service, the getinge field service engineer (fse) observed the cs300 intra-aortic balloon pump (iabp) unit fail a battery run test. To fix the issue, the fse replaced the battery sealed leadacid,12v, and then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full name of the event site was shortened due to field character limit; the full name is: (B)(6) hospital. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), that the cs300 intra-aortic balloon pump (iabp) unit failed the battery run test. The battery run time was 95 minutes and the minimum runtime specification is 135 minutes. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h6, h10.